Event description:
Difficulty with the port, his port would not give good blood return however flushed well but decided to remove port pt had to have an additional procedure through ir because it was found that there was a fracture of the catheter that came from the implanted port which ended up by the right pulmonary artery. Ir procedure r subclavian port removal with snare retrieval of fractured catheter from right pulmonary artery.